Event description:
Overdelivery reported. The pump reportedly was used initially to infuse a primary solution of total parenteral nutrition via syringe at 11.4ml/h with concurrent secondary infusion of lipids via syringe at 1ml/h. No problems were reported. Then, the pump was set up with the same program but with an intravenous container for the total parenteral nutrition on the primary line. A nurse reports that the total parenteral nutrition container "emptied too early." No specific info regarding how early the infusion completed was available. The pt reportedly did not experience any adverse effects. No additional info was available.